Manufacturer narrative:
Reporter is synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during routine incoming inspection of a loaner set, a trocar was bent. There was no patient involvement. This report is for one (1) 3.2 mm trocar. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.037.019, lot: 1l59557, manufacturing site: bettlach, release to warehouse date: 02. Nov. 2018, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the returned device was examined and was found to have a bent shaft. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. No further visual defects or deficiencies were noted. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.